Manufacturer narrative:
Exact date unknown, event occurred on the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing intense pain and swelling at the laminectomy site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were discarded by the facility.